Manufacturer narrative:
UDI information: (B)(4). Sample was received for evaluation. The position of the cam when valve was received was at setting 5. The valve was visually inspected; needle holes in the needle chamber were noted. The valve was hydrated. The valve was tested for programming and passed the test. The valve was flushed and passed the test no occlusion was noted. The valve was leak tested and only leaked from the needle holes in the needle chamber. The valve was reflux tested and passed the test. The siphon guard was tested and passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested and passed the test. No root cause could be determined as the technician was unable to confirm the problem reported by the customer. No lot information was provided therefore no manufacturing records could be reviewed. Based on the results of the investigation, the reported issue is not confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a certas plus valve was obstructed and was revised. The valve was implanted via vp after developing intraventricular hemorrhage. The doi and the initial setting was unknown. The ventricular enlargement was confirmed 10 days ago. The angiography confirmed that the valve was obstructed as the pictures showed between the ventricular catheter and the chamber only. Therefore a revision surgery was performed with a medtronic strata on (B)(6) 2019. The surgeon commented that the complaint valve might have had blood. The patient is a male. His primary disease is intraventricular hemorrhage. He is under monitoring. The v-p shunt surgery was performed. The valve was implanted due to acquired hydrocephalus. The level of csf protein was within its range.